Manufacturer narrative:
Metronic rep tested system and could not duplicate any issues. Inadequate registration due to poor 3d model quality. Acceptable registration reached using point merge registration. No impact on pt outcome reported.

Event description:
Site reported the surgeon got a 4.9 predicted accuracy after touch n' go registration and it was not accurate in the area, the surgeon needed to operate in, the surgeon reregistered with point merge and was able to continue with navigation. No impact on pt outcome was reported.